Event description:
The customer reported via phone call that they had a low blood glucose event on (B)(6) 2015. The customer stated their blood glucose declined to 21 mg/dl. Customer stated they did not have any symptoms of low blood glucose. The customer declined to troubleshoot. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.